Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Concomitant products: coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 12/january/2015. Coolsculpting system. Serial number: (B)(6). Catalog number: sa16447. Lot number: ni. UDI: (B)(4). Manufacturing date: 29/january/2023.

Event description:
Product development manager reported on behalf a healthcare professional that a patient received a coolsculpting treatment to the middle abdomen and flanks on (B)(6) 2024 and on (B)(6) 2024 lower abdomen and upper abdomen using cooladvantage coolcore applicator and presented with paradoxical hyperplasia post treatment to the upper abdomen.

Event description:
Product development manager reported on behalf a healthcare professional that a patient received a coolsculpting treatment using unknown applicator and presented with paradoxical hyperplasia post treatment and the patient is seeking reimbursement for liposuction.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.